Event description:
A malfunction was reported by the customer, identified by the code "malf 9," with at least three occurrences not reset within the past 24 hours. There was no reported impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective measure, cts arranged for a pump replacement, even though the pump was out of warranty. The customer will continue using the current pump as backup and was instructed on putting the pump into storage mode and returning it within ten days using a prepaid label.